Event description:
It is reported that the box is labeled as 00-0187-003-69 lot # 61156235 and the package contains 00-0186-003-69.

Manufacturer narrative:
This report will be amended when our investigation is complete.